Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant of the right atrial lead. The physician was unable to fixate the lead after several attempts. The procedure was completed using a replacement lead. The patient was in good condition following the procedure.